Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system. Deployment went well. However, the final angio revealed a type ia endoleak. The physician elected to implant a non-endologix palmaz stent, but this did not resolve the type ia endoleak. Ballooning was performed multiple times with different non-endologix balloons (coda, q50, xxl 20x40), none resolved the type ia endoleak. The physician elected to end the procedure. The patient is stable and will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system. Deployment went well. However, the final angio revealed a type ia endoleak. The physician elected to implant a non-endologix palmaz stent, but this did not resolve the type ia endoleak. Ballooning was performed multiple times with different non-endologix balloons (coda, q50, xxl 20x40), none resolved the type ia endoleak. The physician elected to end the procedure. The patient is stable and will continue to be monitored. After the initial report, additional information was received that the thirty (30) day computerized tomography was completed and the type ia endoleak remains. Reintervention has not been planned. The patient will continue to be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B5: describe event or problem - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.